Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg would not communicate with external devices. The patient last had stimulation approximately 3 weeks ago. The patient last successfully charged approximately 4 to 6 weeks ago and reported falling approximately 3 to 4 months prior to procedure. Field representative met with the patient and confirmed the ipg was inoperable. As a result, the ipg was replaced. Effective therapy was restored post-op.